Event description:
Medtronic received a report that a pipeline flex stent encountered resistance in a phenom 27 microcatheter, the stent failed to open, and stent damage was suspected. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, fusiform, left vertebral artery v4 segment dissecting aneurysm with a max diameter of 8 mm and a 4 mm neck diameter. The landing zone arterial diameter was 3.9 mm distally and 4.2 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as within target range. The angiographic result post procedure was reported as blood flow was unobstructed. When using the ped-425-30 product, it was reported that the stent could not be delivered and there was significant resistance, making it difficult to advance. After reaching the target position, the stent tip end could not be opened. Repeated attempts were unsuccessful. The operator released the stent to the mid-segment, but the stent tip end still could not be opened. The operator suspected that the stent was damaged and subsequently withdrew the stent. The physician then replaced the product model and selected ped-425-25 to continue the procedure. The new stent was successfully implanted and the procedure was completed. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). Ancillary devices included navien intracranial support catheter (rfx058-115-08, lot#: d012561), phenom27 microcatheter (fg15150-0615-1s, lot: 231973615).

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID fg15150-0615-1s (lot: 231973615);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.